Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mmx2.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.50 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, the distal end of the stent scratched with the distal end of lad and the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found the stent damaged - stent struts from the distal end of the stent were lifted from their crimped positions the undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual examination of the bumper tip found tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. Device is a combination product. Corrected fields: d4 lot number: corrected from 24149525 to 24048627. D4 expiration date: corrected from 01/13/2021 to 12/22/2020. H4 manufacture date: corrected from 07/18/2019 to 06/26/2019.

Manufacturer narrative:
Device is a combination product. Corrected fields: d4 lot number: corrected from 24149525 to 24048627. D4 expiration date: corrected from 01/13/2021 to 12/22/2020. H4 manufacture date: corrected from 07/18/2019 to 06/26/2019.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mmx2.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.50 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, the distal end of the stent scratched with the distal end of lad and the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mmx2.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.50 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, the distal end of the stent scratched with the distal end of lad and the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.